Event description:
The dealer received repaired unit from invacare they ran the perfecto concentrator and after a few minutes it got noisy and stopped they noticed the unit base leaking oil also the carton was saturated with oil. Unit retuned to tech after close inspection we found the flux capacitor was unsecured tie strap broken and dented and ruptured at seam ,it leaked the oily fluid all over the inside of the cabinet . Note label on capacitor states combustible fluid unit is now with tech services and repairs canada in quarintine. Repairs were not related to the capacitor